Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A preliminary inspection of the device was completed. A visual inspected found no abnormality in any part of the device that could be visually confirmed. The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the facility staff used the video system center, the endoscope momentarily blacked out. The event was found during the procedure (upper/lower endoscopies). The procedure was completed with the same set of devices. There were no reports of patient harm. This report is related to patient identifiers: (B)(6).